Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked display window, cracked case at the display window corner and cracked reservoir tube lip.

Event description:
The customer's spouse reported that the customer was in the hospital since (B)(6) 2015 due to a diabetic ketoacidosis. Customer's blood glucose level was over 400 mg/dl. She was vomiting, nauseous, had heartburn, and severe aches in her wrists, legs, and ankles. The insulin pump alarmed battery out limit, lost sensor, sensor end, and no delivery. She was wearing her insulin pump at the time of the emergency room visit. The insulin pump was no longer receiving data from the transmitter. The customer was advised that the device would be replaced and agreed to return the product for analysis.